Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier was not working properly. A field service engineer (fse) verified that the drivers were installed correctly and tested a new biometric identifier, which did not resolve the issue. The universal serial bus cable was then moved to a different port on the docking board, after which the biometric identifier powered on successfully. Hardware test application was performed, and customer logged in multiple times without any issues, confirming proper functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the biometric identifier was not functioning and displayed a message indicating that maintenance was required. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.